Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of 0 ohms. Troubleshooting was performed, which revealed normal shock impedances. No actions or interventions were performed. No adverse patient effects were reported. The device remains in service.